Event description:
During a sigmoid procedure the instrument cut completely but did not staple at all. Anstomosis wasn't possible. Consequently, the case changed to hartman's procedure and the patient received a stoma.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.